Event description:
Husband's left eye became extremely red, irritated, sour, tearing, and painful for using this product. He felt like there was something in the eye. Three weeks later, daughter had the same symptoms. They both stopped wearing their contact lens. Both were treated with antibiotics.